Event description:
It was reported that during a right ventricular (rv) threshold test there was high thresholds which resulted in loss of capture. Technical services discussed how the threshold tests run and informed the device is operating as expected. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).